Manufacturer narrative:
Device passed displacement test and rewind. However, device failed prime/seating test, basic occlusion test, force sensor test and occlusion test. Problem isolated to motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 427 mg/dl at the time of incident and other blood glucose was 157 mg/dl. Customer treated with manual injection. Customer stated that they were unable to exit the load reservoir process. Customer performed self-test and insulin pump passed the test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.